Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h11. A definitive root cause could not be identified. Based on the results of the investigation: it was likely that the zoom function did not work smoothly due to a water leak in the camera unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
A root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage of the cable unit, the cable was leaking. The probable cause of these failures was unknown. Water leak in camera unit. The probable cause of this failure was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the subject device exhibited damage to the cable unit, water leakage in the camera unit, and a leaking cable. There was no patient involvement.